Event description:
It was reported that the device was used during a laparoscopic herniorrhaphy. It was reported by the rep that the ems staplers were misfiring. One (1) ems stapler was from a fdh34 kit (lot# l4cc5a). No further info was available. There was no consequence to the pt.